Manufacturer narrative:
Additional MDR associated with this event: 3025141-2020-00223: driver.

Event description:
While implanting an aculoc 2 plate in the patient, a locking screw was inserted. During the insertion, the driver tip broke off in the head of the screw and could not be removed. It was left implanted.